Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the down arrow button was sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2019 with the following findings: during testing, all of the keypad buttons were found to respond intermittently. The keypad was found to be fully intact, no peeling or damage was observed. The keypad cover was opened and there was evidence of contamination under the button contacts. Unrelated to the original complaint, investigation found the display to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.